Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head right side rail would not lock in the upright position. No patient involvement or adverse consequences are reported.